Event description:
Patient has a unstable knee due his mcl. Patient was revised to a hinge.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was sent pathology lab and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The patient is (B)(6). An event regarding instability involving a triathlon baseplate was reported. The event was confirmed. Given the type of gross mcl damage and the totally absent degree of constraint that a regular triathlon knee provides to collateral ligament stability of the knee, device-related causes for failure can be excluded on practical grounds. This pi case is not device-related. Device history review indicated there have been no reported discrepancies for the referenced lot. Complaint history review indicated there have been no reported events for the lot referenced. Medical review confirmed the knee to be unstable due to mcl damage and the clinical situation is not device-related. The exact cause of the mcl instability could not be determined because further information such as additional lateral view x-rays and the primary and revision operative reports are needed to complete the investigation for determining root cause.

Event description:
Patient has a unstable knee due his mcl. Patient was revised to a hinge.